Manufacturer narrative:
Result: damaged scale modules.

Event description:
It was reported by service report that the scale module was popped out. It is unk if there was pt involvement or adverse consequences to report.